Event description:
The sales representative visited the user facility due to complaint of wing nut breaking of the bolt on three occasions. On two of the patients the neurosurgeon had to use surgical instruments to remove the wingless bolt from the patient's head. The bolts were not kept from either of the incidents. The patients survived. On the third occasion the patient expired from complication unrelated to breaking bolt issue. On this patient wingless bolt was not removed. The two bolts in the incidents will not be returned for evaluation.